Event description:
Caller states patient tested 4.4 inr on the coaguchek s system while a comparison lab returned as 3.1 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The account alleges that the head down and hi/low up functions both have unintentional movement.